Event description:
It was reported that the user experienced inconsistent insulin delivery with contact detach infusion sets on the ilet, with the device indicating delivery but insulin not reliably reaching the body across approximately six to seven sets, visible insulin in tubing when disconnected, rotation of sites without improvement, and no occlusion or supply alerts; alternative teflon infusion sets and connectors were arranged and shipped to bridge supply constraints. Symptoms included hyperglycemia, with blood glucose previously in the 300s and trending down after subsequent insulin delivery. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information to isolate a specific device problem, and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.